Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported she noticed two tampons had the strings bunched up inside the tampon. The tampons were not used.